Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2014, patient presented with pre operative diagnosis of l5-s1 grade 2 spondylolisthesis with severe foraminal stenosis and radiculopathy. And underwent following procedures l5-s1 gill decompressive laminectomy with facetectomy and foraminotomy and decompression of the l5 nerve roots, l5-s1 "tlif" with cage, bmp, allograft and autograft, l5-s1 posterolateral fusion with autograft, putty and bmp, l5-s1 instrumentation with titanium pedicle screws and rod, harvest of local bone graft. Operative findings: very severe stenosis of the l5 nerve root foramen bilaterally. There was also significant instability with no evidence for solid auto fusion. We were able to successfully distract the disk space and place the tlif implant, which helped the foraminal stenosis immensely. At the completion of the case, we were satisfied that the l5 nerve roots were totally free and decompressed without any problems. We obtained a very solid fusion construct, and overall the procedure went very well. Preoperative history: patient had a foot drop on the left side and severe pain in the l5 distribution on the right side. Per operative report: ¿¿ incision was opened and transverse processes of l4,l5 and sacral ala was exposed. Using stealth station and intraoperative navigation in addition to the c arm fluoroscopy, l5 and sacral pedicle was cannulated and screws were placed in l5 and s1 with excellent bone purchase. A 6.5 mm system screws between 45 mm and 50 mm in length were used. Attention was then turned to laminectomy. L5 nerve roots were extremely compressed due to spondylolisthesis. Decompression was done with complete foraminotomies bilaterally. Disk space was distracted up to maximum height of 9 mm. Allograft bag of bones and autograft was laced in the disk space. A 9 x 22 mm implant packed with bmp sponge along with autograft was used which was placed in disk space and countersunk appropriately. Transverse processes of l5 and sacral ala was decorticated and a bmp sponge was placed laterally over the transverse process and the sacral ala and placed putty over the bmp sponge. Patient tolerated the procedure well and there were no patient complications.¿